Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 189 mg/dl. The caller stated that the device had been exposed to sweat; they had gone to dancing. The discontinuation of the device was advised. The customer stated that they had manual injections as a backup. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display widow, a cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.